Manufacturer narrative:
(B)(4). Batch # m52p84. Cartridge damaged. Additional information received: two devices, one device locked out. The other devices reload was broke; looks like the tab was broken off. The piece was retrieved and will be returned with the two devices. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload had the left gripping surface broken and the reload was returned fully fired. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open bowel resection procedure, it was reported that the device misfired and reported that it did not fire. They pulled a second device and reported that the second device broke and that a piece of the reload fell off into patient. They did retrieve the piece and it will also be returned with the two devices. Another like device was used to complete the procedure. There were no adverse consequences for the patient.